Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP device alleging asthma. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.